Event description:
It was reported that the ilet issued an occlusion alert that resulted in a 30-minute interruption of insulin delivery, during which the user experienced hyperglycemia with a blood glucose of 270; the user cleared the alert and insulin delivery resumed, after which the device delivered a correction and glucose returned to range. Symptoms included hyperglycemia and diaphoresis. Outcomes included a delay to therapy during the dosing interruption. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a lack of effect during the interruption, with cause not established and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.